Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. The device turn on when plugged into a power source. There was no impact to customer's blood glucose level.